Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with an ngen rf generator, world wide configuration and a irrigation issue occurred. There's an irrigation while using qdot catheter in qmod. When ablating the irrigation of the qdot catheter sometimes the irrigation does not go up as it is supposed to and the system regulated the watts to quantify the rising of the temperature , does not understand why the system does not go up with the irrigation always stayed at 4 mml per minutes (it should not be like that). No irrigation has been shown on the graph. Device evaluation details: the technical services remote support team confirmed the unit was performing as intended, therefore, no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-aug-2024, the product investigation was reopen to correct and clarify that based on work order results, this specific issue was determined to be related to an software bug for ngenv2.0.b. An internal action was opened to address this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-sep-2024, the product investigation was reopen to process a correction and clarify that "this specific issue was determined to be related to the software bug for ngenv2.0.b (code #214219). The expected behavior is that qmode ablation algorithm allows ablation in 50w with 4mml flow rate as long as the temperature is below the target value. If the temperature is reaching the target value, the flow will increase to 15mml and power will titrate down if the temperature is not decreasing. The bug is causing the irrigation to stay at 4mml in some scenarios. As a result, in case the temperature rises, the power will titrate down to keep the temperature in the safe zone." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with an ngen rf generator, world wide configuration and a irrigation issue occurred. There's an irrigation while using qdot catheter in qmod. When ablating the irrigation of the qdot catheter sometimes the irrigation does not go up as it is supposed to and the system regulated the watts to quantify the rising of the temperature , does not understand why the system does not go up with the irrigation always stayed at 4 mml per minutes (it should not be like that). No irrigation has been shown on the graph. Please note that issue happened after the upgrade of the ngen monitor. They managed to complete the case with this issue. There was no patient consequence or delay.